Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0y6qc, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported that they were implanted for retention. They drank a lot of water and very little came out. The patient had not been able to pee since two days after the surgery. It was also mentioned that the patient had a scan on his neck about a week before (B)(6) 2015 because of a swollen lymph node. The patient saw his health care professional (hcp) for programming and after it was reprogrammed, he started feeling burning inside his rectum "where the hole starts." The device was on 2.6 or 2.7 volts. He turned stimulation down but it still vibrated and hurt inside his rectum, so he turned it off. The patient's rectum still hurt. It was further reported on (B)(6) 2015 that the hcp did a manual exam and determined that he had two hemorrhoids that had grown and the tissue was tender. Also, on (B)(6) 2015, the patient reported that his bowel function was being affected. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.